Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported hairline crack. There was no patient involvement.

Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Upon visual inspection the service technician noted that they replaced door assembly (cracked lower hinge), rear case housing assembly (cracked upper well), bezel assembly (cracked lower hinge) and iui connector assembly (corrosion). The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assembly - lower hinge damage. A review of the device history record showed the device had a manufacture date of 15dec2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn(B)(6)confirmed/did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported hairline crack. There was no patient involvement.

Event description:
The customer reported hairline crack. There was no patient involvement.

Manufacturer narrative:
Corrections: update h7 and h9.